Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens, -8.00 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluations: the lens was returned dry in case/vial. Visual inspection found the lens haptic broken/bent and the lens having foreign material on lens surface (hair). (B)(4).

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Dimensional inspection found that lens measurements were within specifications. Conclusion cod: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.93mm at the time of implantation. Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.00 diopter, into the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The patient's last visit was on (B)(6) 2016 with best corrected visual acuity (bcva) 20/20. Result code: previous code not applicable, dimensional inspection found lens measurements to be within specifications. Conclusion code: previous code not applicable, dimensional inspection found lens measurements to be within specifications. (B)(4).